Event description:
It was reported the patient received the following results within 15 minutes: 468 mg/dl, 153 mg/dl, and 168 mg/dl. The customer reported that she has two different vials of test strips lot 496725/expiry 6/30/2018 and lot 500045/expiry 5/31/2022. Customer is not sure which vial was used to obtain the results. The customer was educated on the use of expired strips.